Event description:
Debridement of the pocket wound due to the device protruding from it. Ipg was not removed, and therapy was continued post-op. Dr. (B)(6) reported that the patient contacted him, stating that the device was "coming out" of the pocket. He was seen, and the office and md deemed that the pocket did not look infected; there was no drainage. The patient was scheduled for a surgical debridement. Patient had pocket area cleaned out/debrided and is doing well. No further action to be taken.